Manufacturer narrative:
The insulin pump was received with minor scratches on the lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was over 900 mg/dl. Customer advised the damage on the device is a hole in the battery compartment. Customer is not sure how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.